Manufacturer narrative:
The suspect device was evaluated and the reported problem could not be duplicated. The device was verified to operate as intended. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that there was no image when switching on/off. In addition, it was reported the image was sporadically displayed in black and white after the system was turned on. When repeatedly switching the video processor on and off, the image then became "colorful." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is to inform, that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is submitted to provide initial reporter information.